Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the single board computer (sbc) printed circuit board assembly (pcba) and uploaded the latest software revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator's screen froze, and the unit shut down without any visual or audio alarms. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.